Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to the device not being returned a root cause could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a meniscal repair procedure using fast-fix 360 straight ndl delivery system t1 detached from the suture when it was pulled to tension it. Both t1 and t2 implants deployed properly. T1 was removed from the patient. There was a procedural delay of 1 minute. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.